Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the publication, late subclinical hemolysis and long-term outcomes after aortic valve replacement with on-x mechanical prostheses - a preliminary single-center report by bartlomiej perel, et al, the aim is to evaluate the prevalence of subclinical hemolysis after aortic valve replacement [avr] with on-x prostheses and assess its impact on long-term outcomes. The rate of subclinical hemolysis in patients with properly working prostheses was 14.3% and it was highest for the smallest valves. According to the publication, 12 out of the 84 patients had a diagnosis of subclinical hemolysis.

Manufacturer narrative:
Date of surgery for the following event is unknown, therefore manufacturing records were no reviewed. A journal article describing the results of examining subclinical hemolysis attributed to isolated on-x prosthetic heart valves implanted in the aortic position of 84 consecutive patients who were retrospectively grouped into those with factors associated with prosthesis-related hemolysis (group h, n=12) and those without such factors (group c, n=72). Although both groups involved improved their nyha classification compared to their preoperative assessment, group h was less improved than group c after a follow-up period of 66.7± 10.2 months. It was noted that among group h, the higher incidences of hemolysis corresponded to smaller valve sizes, i.e. The smaller the valve, the more pronounced the hemolysis. The article concludes that while the hemolysis generated by some cases involving the on-x valves are deemed not clinically significant, the longer term effects do show less improvement for this group that for those cases without the presence of detectible hemolysis. While this research effort centered around subclinical assessments of prosthesis generated hemolysis, the instructions of use recognize and list hemolysis and hemolytic anemia as potential complications associated with the use of this prosthetic heart valve. Some cases of on-x aortic valve implantation can result in assessments of subclinical hemolysis which may affect long-term outcome and tend to be correlated to valve size. The cause of the hemolysis is not identified, but is implied to be a consequence of less than ideal blood flow characteristics such as stenosis and turbulence. No further action is required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, the report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the publication, late subclinical hemolysis and long-term outcomes after aortic valve replacement with on-x mechanical prostheses a preliminary single-center report , the aim is to evaluate the prevalence of subclinical hemolysis after aortic valve replacement [avr] with on-x prostheses and assess its impact on long-term outcomes. The rate of subclinical hemolysis in patients with properly working prostheses was 14.3% and it was highest for the smallest valves. According to the publication, 12 out of the 84 patients had a diagnosis of subclinical hemolysis.